Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the module does not turn on. The module does not connect. There was no report of patient involvement.